Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding, and the bed would move when the brakes were engaged. It is unk if there was pt involvement. However, no adverse consequences were reported.